Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred while in patient use. There was no harm or injury reported. A trilogy evo ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, the allegation of ventilator inoperative alarm was not confirmed during an operational check. The occurrence of a critical error code (pressure sensor failure) was observed in the device error log. Performed a functional test and an internal inspection, but no abnormalities were observed. Although the reproduction and malfunctions were not confirmed during investigation at the repair center, the system board which is mounted a pressure sensor was replaced for preventative recurrence because the recorded error cords all indicates that malfunctions occurred on the pressure measurement. Additionally, the vanity cover assembly was replaced since the silver sticker around the mute button was gone. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00). No further investigation is required at this time.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative alarm occurred while in patient use. There was no harm or injury reported. A trilogy evo ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, the allegation of ventilator inoperative alarm was not confirmed during an operational check. The occurrence of a critical error code (pressure sensor failure) was observed in the device error log. Performed a functional test and an internal inspection, but no abnormalities were observed. Although the reproduction and malfunctions were not confirmed during investigation at the repair center, the system board which is mounted a pressure sensor was replaced for preventative recurrence because the recorded error cords all indicates that malfunctions occurred on the pressure measurement. Additionally, the vanity cover assembly was replaced since the silver sticker around the mute button was gone. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00). No further investigation is required at this time. New information/linv reported 09/08/2025: the trilogy evo was sent to the manufacturer product investigationlab for the failure of e-183, e-208 and e-211. The service tech replaced the system board as a discretionary/precautionary measure and not due to any confirmed component malfunction. Therefore, no further investigation of the system board is required at this time. Box h coding updated. In addition correction made to the become aware date and box g date received by mfg for the initial reported information. The correct become aware date is 04/03/2025.